Event description:
As reported via the sapphire registry, a patient expired due to an unknown cause approximately (B)(6) weeks after the index procedure. Medical records and death certificate could not be obtained and patient's phone was disconnected. According to the investigator, the death was not related to the cordis product. At the time of the index procedure, angiography revealed 80% stenosis in the ostial right internal carotid artery. The lesion was 20mm in length and the reference vessel diameter was 6.0mm with mild tortuosity. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with debris noted in the filter basket. The patient left the angiography suite without neurological deficit and was discharged the following day with rankin and nih stroke scale scores of 0.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, the patient expired due to an unknown cause, approximately (B)(6) weeks after the index procedure. Medical records and death certificate could not be obtained and patient's phone was disconnected. According to the investigator, the death was not related to the cordis product. At the time of the index procedure, angiography revealed 80% stenosis in the ostial right internal carotid artery. The lesion was 20 mm in length and the reference vessel diameter was 6.0 mm with mild tortuosity. An angioguard rx with a 6 mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40 mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with debris noted in the filter basket. The patient left the angiography suite without neurological deficit and was discharged the following day with rankin and nih stroke scale scores of 0. The patient's medical history included hyperlipidemia, CABG, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.